Event description:
It was reported that the broken anchor tip was left in the patient's body. No further additional event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b1; d6a; h1; h2; h3; h6 visual inspection shows that the item and lot numbers on the label and inner labels match the complaint. The outer box and inner tyvek pouch were opened upon return. The tyvek pouch was returned with blood on the packaging. The outer box shows signs of damage in multiple places. The contents of the packaging shows that the anchor is fractured, and the tip of the anchor was not returned. The knob of the inserter moved in both directions during inspection. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2 : foreign: india. The device has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during lateral row rotator cuff repair surgery, the quattro link anchor broke during deploying. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.